Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 11/5/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in still tied to the shunt dome box. The shunt was inspected by a qualified inspector using a microscope with 12x magnification. No anomalies were found. The reported fiber was not identified by the inspector. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, shunt was removed/replaced in the initial procedure. If explanted, give date: not applicable, shunt was removed/replaced in the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implant, the surgeon found a fibre on a bg101-350 glaucoma shunt. The replacement shunt was the same model. No medical or surgical intervention was required. There was no patient complications at the time of discharge. No other information provided.